Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It is unknown when the patient removed the ipg. Date of event is estimated. Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg was exposed. As such, the patient cut the ipg out of his body (date unknown). In turn, the remaining devices were removed on (B)(6) 2019 and the patient was admitted to the psychiatric ward. Reportedly, no infection was noted or confirmed.